Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were not satisfied with the stimulation therapy and that their body was rejecting the implantable neurostimulator (ins). The patient's device was reprogrammed on (B)(6) 2016 in attempt to resolve this issue. No environmental or external factors that may have contributed to the issue were reported. The patient had their entire system, ins and all lead wires, explanted on the day of this report. The products were not returned to the manufacturer as it was discarded by the customer. Additional information provided reports that the patient recovered from the explant procedure without any issues. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.